Manufacturer narrative:
Results: endoleak. Disease progression with aortic neck elongation and 40 degree aortic neck angulation. Conclusion - disease progression with aortic neck elongation and 40 degree aortic neck angulation. Other, secondary intervention.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported that the patient has disease progression with aortic neck elongation resulting in separation of the stent grafts. The angulation of the aortic neck is 40 degree. It was reported at the time of initial implant 72 months ago, the patient had a type I endoleak (not reported at that time), and the physician repaired it with an aortic cuff. The recent CT demonstrated that the aortic cuff has separated from the aneurx bifurcated stent graft, due to elongation of the aortic neck, resulting in a type iii endoleak. The physician elected to reline the bifurcated stent graft with three 28 aneurx cuffs and the endoleak resolved. No additional clinical sequelae were reported.